Event description:
It was reported that the insulin pump was exposed to moisture. The blood glucose reading was 336 mg/dl, which the customer treated for with 20 units of insulin, administered through manual injection. The customer stated that he took off the device and set it down next to a glass of water; when he woke up, he found it lying in the water with the keypad facing up. He also noted that the insulin pump had been exposed to fluid in the past with no visible moisture in the device. The insulin pump alarmed battery out limit, and the customer was unable to check history for past alarms because the alarm would not clear. Advised replacement of the device. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. Unable to verify for battery out limit alarm due to no button response. No button error alarm or moisture damage inside insulin pump noted. The device was also received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and broken belt clip slot.